Manufacturer narrative:
Follow-up #1 date of submission 09/21/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/31/2015 with the following findings: during investigation, it was noted that the original complaint could not duplicated. The keypad was fully intact and all keys responded fully to user presses. The keypad was removed and there was no contamination found. There was no evidence of moisture ingress. The keypad latch was fully closed and no damage was seen to the keypad flex.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was alleged that the up arrow and down arrow keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.